Event description:
It was reported that this right ventricular (rv) defibrillation lead had a history of high, out-of-range shock impedance measurements greater than 125 ohms, with a more recent value of 108 ohms. Shock impedance daily measurements typically ranged from 90 to 110 ohms, with some out-of-range measurements as well. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.